Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/18/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any adverse consequences associated with the patient? No was the needle piece(s) retrieved during the same procedure? Yes were x-rays taken to locate the needle piece(s)? No what measures were implemented to retrieve the broken piece? Needles retrieved at source. Was there any additional tissue damage resulting from the search for the needle piece? No does a fragment of the needle remain in the patient¿s tissue? No if so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? What is the current status of the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? No, sending today (if yes, please confirm the date shipped and the courier tracking number) if the hospital has not or will not release the product until a future date, please confirm this and what the future date is. If the product is no longer available, please advise. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. On one of the incidents, the suture needle broke into pieces, which both has been retrieved at the time of occurrence on both incidents, the needles were being used during closure of the uterus in a caesarian section. Incident reports have been filed on our end for both occurrences. There were no patient consequences reported. Additional information was requested.